Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, delivery accuracy issue was noted. It was reported that the patient was not receiving the full intended doses. No reported adverse effects.